Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have thermal damage on the tube adapter. Electrical continuity test was performed and passed. The instrument was returned with 0 lives remaining. No failures in the logs were observed. Additional observation not reported by site: the instrument was found to have scratch marks/abrasions on the tube adapter. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that the monopolar cautery instrument exhibited the red alarm. The customer reported event had no report of patient injury.